Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that two needles broke. No additional information was provided at initial report. Follow-up investigation: it was reported that two needles broke. The surgeon was performing a rotator cuff repair procedure using a fastpass scorpion (lot: 61933) with a scorpion needle (lot: 10166719). The surgeon noted that after using the needle, the tip was missing. He was unable to locate the tip of the needle. A second scorpion needle (lot: 10140397) was then opened and the tip of this needle also broke off. The tip of this needle was located inside of the joint and was able to be retrieved. No further details. Patient is a female, (B)(6). A mini c-arm was used to locate the unretrieved device, however, a copy of the x-ray is not available. The broken needle tip from lot: 10166719 was not found but the broken needle tip from lot: 10140397 was located and removed from the patient. A third scorpion needle was used to complete the case with no further incident. The needles will not be returned for evaluation as they were disposed of. It is unknown if the needle was dry-fired once or deployed prior to use in surgery. It is unknown if the scorpion jaws were securely clamped on the tissue during suture passing. It is unknown if the needle hit bone or the inside of the cannula. It is unknown how many total passes were attempted with each event needle.